Event description:
The customer reports the camera cable of a hd camera head is damaged. Upon physical inspection of the returned device, olympus found there was no image due to a cable break (cable cut almost in two). There is no reported patient impact related to this occurrence.

Manufacturer narrative:
The device referenced in this report was sent to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Upon physical inspection of the returned device, olympus found there was no image due to a cable break (cable cut almost in two). This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the image disappears and ceases to emerge. The visual field is suddenly lost. It was surmised, that an image was not displayed, because communication failure occurred, due to the faulty cable unit. The cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.